Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that an electrode's hub fell out from the base of the device.

Manufacturer narrative:
Csk-tc10 electrode, lot k397: the returned electrode was analyzed that the complaint of a fractured electrode shaft was confirmed. The root cause is excessive mechanical force impressed upon the shaft led to the complete separation of the shaft from the hub.

Event description:
A report was received that an electrode's hub fell out from the base of the device.